Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported after wearing the pod for between 4 and 24 hours on the arm. It was noted that the site was puffy, red, itchy, hot and raised around the cannula. There was an abscess and green drainage noted at the infusion site. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The patient visited the family doctor in order to treat the infection. The patient was prescribed penicillin and was orally administered (2 pills per day) for one week until the prescription was finished. As treatment for the high bg, the patient administered a bolus and applied a new pod.

Manufacturer narrative:
The device was received and evaluated. The customer reported infection at the infusion site. Inspection of the cannula assembly found the tip of the formed needle to be curved up. The exposed portion of the soft cannula was found to have a tear. Fluid was unable to successfully exit the distal tip of the cannula and diverted through the tear. It cannot be determined if the tear contributed to a failure to deliver insulin as timing and cause of the damage cannot be determined. It cannot be confirmed if the curved needle tip contributed to the tear in the exposed portion of the cannula. The downloaded data returned an 0x6a occlusion alarm. No problems were found with the drive mechanism that would contribute to the generated alarm. It cannot be confirmed if the tear in the cannula contributed to the alarm.